Event description:
It was reported that a patient underwent a shoulder replacement procedure on an unknown date and topical skin adhesive was used. Optifoam dressing was applied on top of the incision. Three to seven days post operatively, the patient presented with a rash and blistering. The reaction surrounded the wound borders. The patient was treated with superficial creams, soothing lotions and or antibiotics. The patient was uncomfortable, but recovered within two weeks.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.